Manufacturer narrative:
Follow-up #1; date of submission: 01/30/2017. The device has been returned and evaluated by product analysis on 01/09/2017 with the following findings. A review of the black box and alarm history showed no call service 006 (B)(4) write failures. Several corrupted dates and time stamps were found in the black box. The battery compartment and cap were undamaged and were able to fit securely. A hard call service 006 alarm was reproduced during the rewind step. The pump cover was removed to find no intermittent conditions to the printed circuit board. An eeprom failure was determined. Unrelated tot eh original complaint, the audio bolus button cover was torn but responsive to user input.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that there was a 006 call service alarm. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.